Event description:
Subsequent to the initial report filing, additional information was received stating that the target lesion where the promus stents were implanted was the mid left anterior descending artery (lad). A myocardial infarction was noted. A thrombectomy and an unspecified stent was implanted. No additional information was provided.

Event description:
It was reported that the patient had four promus stents implanted in an unspecified vessel on (B)(6) 2010. The patient experienced a myocardial infarction on (B)(6) 2012 and a repeat angiography was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction and thrombosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: promus 3.0 x 12 mm, promus 2.5 x 28 mm, promus 2.5 x 08 mm. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.